Event description:
It was reported that a motor rate error and motor not running alarms were experienced. No patient involvement in this incident. Problem found during pm.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. There was motor not running and motor rate error in the event history log (ehl). An occlusion test was performed. The motor not running was reproduced during functional testing. The issue was occurring because the involved components were worn. The whole motor assembly (stepper motor included), motor mount, worm gear, lead screw and clutch halves was replaced to address the reported product problem.